Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the drain hose/vent located on back of the new 2008t blue star hemodialysis (hd) machine had brown discoloration on the proximal end (closest to machine). Upon follow-up, the biomed stated that the machine was never used before. A test was run in disinfection mode, after which the hose turned brown. The biomed believed the brown discoloration was the result of thermal damage from the inside or overheating and not a discoloration. The biomed stated that a fresenius field service technician (fst) came onsite and replaced the drain hose to resolve the reported issue. There was no patient involvement nor personal harm to anyone as a result of the reported issue. Additional information was obtained during further follow-up with the biomed. There was no observed burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burnt drain hose. The biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned drain hose. It was confirmed the part is original to the machine. The machine is plugged into a hospital-grade ground-fault circuit interrupter (gfci) outlet. No issues were identified with the outlet. Furthermore the biomed noted that the facility is new. The drain hose was collected by the fst and is not available for return to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the drain hose/vent located on back of the new 2008t blue star hemodialysis (hd) machine had brown discoloration on the proximal end (closest to machine). Upon follow-up, the biomed stated that the machine was never used before. A test was run in disinfection mode, after which the hose turned brown. The biomed believed the brown discoloration was the result of thermal damage from the inside or overheating and not a discoloration. The biomed stated that a fresenius field service technician (fst) came onsite and replaced the drain hose to resolve the reported issue. There was no patient involvement nor personal harm to anyone as a result of the reported issue. Additional information was obtained during further follow-up with the biomed. There was no observed burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burnt drain hose. The biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned drain hose. It was confirmed the part is original to the machine. The machine is plugged into a hospital-grade ground-fault circuit interrupter (gfci) outlet. No issues were identified with the outlet. Furthermore the biomed noted that the facility is new. The drain hose was collected by the fst and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.